Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. According to received information from field service engineer the fault was detected during performed preventive maintenance. A quote was sent to customer for replacement of inspiratory pipe and pull magnet. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Therefore, no root cause can be established. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. When the safety valve is not activated, the weight of the pull magnet axis, in combination with the design of the valve membrane, pushes the pull magnet axis downwards. This actuates the safety valve to be opened and the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure.

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. According to received information from field service engineer the fault was detected during performed preventive maintenance. Issue resolved by replacing the inspiratory pipe and pull magnet. However, no part returned for investigation. Therefore, no root cause can be established. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. When the safety valve is not activated, the weight of the pull magnet axis, in combination with the design of the valve membrane, pushes the pull magnet axis downwards. This actuates the safety valve to be opened and the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).